Event description:
The customer reported, the tube presented a high-volume leak. Customer states, the inner cannula does not fit the outer cannula. Customer confirmed extubation and recannulation of a replacement tube was required to isolate the problem.